Event description:
It was reported that during a breast biopsy as the physician was attempting to deploy the marker, resistance was felt. During removal of the marker, the plastic tip sheared off into the patient's breast. Surgeon vacuumed the site but was unable to locate the tip. The physician deployed another marker and completed the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.